Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle sheath would move when attempting to extend the needle. The issue occurred during a diagnostic (ebus bronchoscopy) procedure. The procedure was completed utilizing the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: a5. Correction to d4 - serial and lot #: the lot number was inadvertently entered into the serial number field. The serial number field has been cleared, and the lot number has been correctly entered. Correction to d9: the product was not returned; therefore, the "date returned to manufacturer" was entered incorrectly and has been removed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.